Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via a transfemoral approach, a cutdown was performed on the left due to calcification throughout the left iliofemoral artery. The esheath insertion encountered resistance at the common/external iliac bifurcation where there was a large calcium deposit. However, the esheath bypassed the calcium. The 14f introducer was removed, and the 16f dilator was inserted into the esheath without resistance. When it was time to insert the delivery system (ds), the loader was completely hubbed to the esheath before the physician advanced the ds. Resistance was met at the lcia/leia bifurcation. Upon panning down with fluoroscopy, it appeared that the valve was outside of the esheath. This was confirmed in another view, and a bent strut was observed. It was decided to abort and prepare a new esheath, ds, and 26mm valve per the instructions for use (IFU). The initial esheath, ds, and valve were removed, and it was observed that the valve had come out of the esheath. The second esheath was inserted without resistance, as was the second ds and valve. The valve was successfully deployed, there was no damage to the iliofemoral artery, and the patient is stable.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided, and the following was observed: the crimped valve was exposed through the sheath liner (unable to see the bent strut based on the quality of the photo), the patient's left access vessel had the presence of calcification, tortuosity and undersized vessels, the minimum luminal diameter is 5.5mm required for 14fr sheath per the IFU. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was unable to be confirmed based on the limited imagery provided. In this case, available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the event as reported resistance was felt during delivery insertion through the sheath, and per 3mensio patient has calcification, tortuosity, and undersized vessels. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and the sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.